Manufacturer narrative:
Initial reporter is a company representative. Investigation summary: visual inspection: visual inspection reveals that the distal tip threaded portion was found stripped and nicked. Hence, the reported condition is confirmed. The device shows normal wear consistent with use. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the device is worn from repeated use and servicing during the 12+ year life of the device. Therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 357.133, lot: 1679706, manufacturing site: (B)(4), release to warehouse date: 09. May 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the threads of the extraction screw for titanium femoral nail and tibial nails was noted to be dull. There was no patient involvement. This is report 1 of 1 for (B)(4).